Event description:
It was reported that intermittent audio output occurred. On the night of the event, the patient got a low alert from the cgm device and was feeling very faint. At that time the cgm reading was already down to 50 mg/dl and dropping fast ¿into the 40´s¿. The low alarm of the patient was set to 70 mg/dl. The patient did report any other symptoms mentioned she was scared and called the paramedics. The paramedics called brought the patient to the hospital, and at an unknown point during the event the blood glucose reading was 28 mg/dl. No cgm reading was reported from that moment. There was no specific treatment reported, but at the emergency room, according to the patient, the blood sugar level were fluctuating and kept dropping low. At an unspecified point ¿they got it straightened out¿. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.